Event description:
Pt revised due to dislocation, liner by other manufacture.

Manufacturer narrative:
Examination was not possible, as the device was not returned. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. Per the initial report, the liner associated with this event was competitor manufactured. The use of the depuy device with competitor product is not recommended. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional info be received, the investigation will be reopened. Depuy considers the investigation closed.